Event description:
The patient presented to ER. Patient had car wreck in (B)(6) 2022. Ever since, bipolar impedance has risen from 570 ohms to 1400+ ohms. Noted that capture thresholds have risen in bipolar configuration as well up to 4.5v @1.2ms w/ loc. Reviewed lead trend and local change in conduction around ring electrode was suspected. (B)(4) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).